Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's friend was reported via phone call that the insulin pump squirts out during manual prime. The "customer" blood glucose level was 230 mg/dl at the time of incident. Troubleshooting was performed. Customer stated insulin was squirting out during the manual prime process. Customer was disconnected during prime. Customer stated that the insulin pump was not bumped or dropped, no water contact. Customer was unable to successfully prime the set. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.